Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to verify failed battery test or replace battery now alarm due to blank display. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Unit received with corroded battery tube and corroded motor home switch. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Customer stated they were able to clear the alarm and also insulin pump and battery was hot. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.